Manufacturer narrative:
The customer indicated that the devices were discarded. A representative device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report received of unspecified number of undocumented incidents of leaks of a chemotherapeutic agent. On unspecified dates, the unspecified tubing sets were being used to deliver unspecified concentrations of paclitaxel, at unspecified rates, via plum pumps. At unspecified times during backpriming to remove air in the tubing sets, it was reported that unspecified volumes of solutions leaked. The leakage was noted at the connections of the luer-lok caps and the secondary ports on the cassettes. There were no reported adverse pt effects and no reported delays of therapies critical to these patients. No medical interventions were reported. Though requested, no additional info was provided including if the tubing sets were replaced and the therapies were resumed and if the solutions that leaked were cleaned up according to the user facility's protocol.